Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to below 70 mg/dl while wearing the pod. The patient had mistakenly administered 15 units of insulin as their blood glucose level was over 300 mg/dl which had caused the patients blood glucose level to drop to below 70 mg/dl. No medical treatment information has been provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.